Event description:
A facility reported that a patient with lumbar drainage after an anterior communicating artery aneurysm experienced accidental disconnection of the hermetic lumbar catheter, closed tip (ins5010) from the collection system, leading to removal of the catheter due to infection risk. Imaging showed ventricular enlargement, and a new lumbar catheter was inserted. Risks included excessive csf loss if unnoticed and infection. The connection between the catheter and the collection system appeared insufficiently secured. Additional information was subsequently received as follows: "the collection system used is the ventrex complete evd system from neuromedex (ref: (B)(4)). However, the malfunction does not occur at the junction between the catheter and the collection system. The malfunction is upstream, entirely on the integra system. In practice, after inserting the drainage catheter, we insert a connector into it that will allow it to connect the flexible catheter to the neuromedex system. The accidental disconnection occurred there in our case."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Corrected field: h6 (impact code) the hermetic lumbar catheter (ins5010) was not returned, and no photos of the reported condition were provided; therefore, failure analysis is not possible. Additionally, the device history record (DHR) review was not possible because the product lot number was not reported. However, as per information provided, the user inserted ¿a connector¿ into the catheter to connect it to the neuromedex evd system (ventrex® complete). It is unknown if the connector used is the one included with the ins5010 or a different one. The complaint was described as accidental (the catheter accidentally disconnected from the collection system); thus, a possible root cause could be related to inadvertently pulling on or stretching the device causing it to disconnect from the connector (probably during patient handling). Additional contributors may be related to the female luer not being inserted properly into catheter and/or not using ligatures to help fix the catheter to the connector. As per product IFU: ¿the silicone elastomer tubing should be carefully secured to the connector with ligatures in such a manner as to avoid cutting of the tubing.¿ albeit the above, a root cause determination is not possible since the catheter was not returned. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a